Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an inappropriate anti-tachycardia pacing (atp) therapy, followed by two inappropriate shocks while hiking. Technical services (ts) reviewed the event and stated that the inappropriate therapy was a result of atrial fibrillation (af) with rapid ventricular response (rvr); however, it was noticed that in another episode the crt-d exhibited t-wave oversensing. The therapy did not convert the rhythm. Additionally, the crt-d stored episodes of false pacemaker mediated tachycardia (pmt). Technical services (ts) reviewed the event and recommended reprogramming options. No additional adverse patient effects were reported. This crt-d remains in service.